Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter 28.00. (B)(4). Method: device work order search. Results: a device work order search was performed and one similar complaint was found within the work order. Conclusion: based on the complaint history, device work order search, a specific root cause of the event could not be determined (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai aq310ai 28.0 diopter, preloaded injector. Prior to implantation, when handling the screw plunger, the cartridge tip (nozzle) became damaged. Lens was not implanted and there were no adverse events reported.